Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV. Device evaluation:visual analysis of the photographs identified: red particles on the surface of the shell. Device analysis performed through photographs, due to the impossibility to perform a further analysis it is not possible to determine the cause of the event.

Event description:
Healthcare professional reported right side exchange from textured to smooth. Healthcare professional later reported right side capsular contracture, baker grade IV. Device has been explanted and replaced.

Event description:
Healthcare professional reported right side exchange from textured to smooth. Healthcare professional later reported right side capsular contracture, baker grade IV. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified white calcification on the surface of the shell. Wear abrasion, deformation and crease fold observed on the device. Additional, changed, and/or corrected data.